Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from origin length 65cm to 73cm. The helix visibly stretched, damage during implant the procedure. Lead continuity and resistance tests were passed. Nothing found that relate to the complaint of high impedance.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the pacing lead was unsuccessful because the lead exhibited high, infinite impedances. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.